Manufacturer narrative:
E1: event city: (B)(6). Event country: australia. Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the customer experienced an insulin flow blocked event which causes hyperglycemia. The elevated blood glucose was treated with a manual insulin injection.